Event description:
Customer reportedly received results of 346 mg/dl and 401 mg/dl on the mobile system, and results of 185 mg/dl and 189 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278256, expiration date 01/31/2015). (B)(4).